Manufacturer narrative:
Technician found the bed in aicu-23, no pt in the bed. Found plug was missing the ground pin. No exposed wires. Replaced the plug to resolve this issue.

Event description:
Customer alleged the plug is broken. No injury reported.